Manufacturer narrative:
Precise event date is not known. Model number is xeridiem part number. Catalog number is part number for xeridiem's exclusive distributor for the device, cook medical. Precise implant/explant dates are not available. User facility (B)(6) filed medwatch report mw6076060. Code chosen for conclusion represents the known issue even with no device returned. The issue is resolved with the change recently cleared in k171347. Xeridiem is presently working through production implementation of this change.

Event description:
Over the past several weeks, (B)(6) has had numerous patients with entuit gastrostomy tube return to our facility due to the "enfit" caps breaking on the tubes that were placed. This defect presents a delay in patient care, as well as a potential risk for infection.